Event description:
Additional information reported that this event never happened. The patient's medication has not been changed almost ever. The repre sentative was helping to resolve the ptm communication issue. No changes were made at all by the physician or by the representative. There were no symptoms. The ptm issue was resolved. No further information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 37092, serial# unknown, product type: accessory. (B)(4).

Event description:
The patient stated the personal therapy manager (ptm) worked wonderful for three weeks, but about a month ago, instead of getting a successful bolus, the patient got 4 hour lockout time frames, which corresponded with his lockout interval. The patient mentioned that he knows when he gets it because his leg would be weak. Additional information received reported the patient was having problems with his ptm since (B)(6) 2014. It was further reported the ptm already had been replaced and it was working fine, but now it was showing 4.0 lockout. The patient was locked out between boluses for four hours. The patient did not have an antenna. The patient would stand in front of a mirror and put the ptm right up against the pump. It was noted the other day he started to get the lock out again, but he knew if he got the boluses or not. The patient had not been documenting when he requests the bolus if it was delivered or not. The patient would like to have a replacement antenna and he ¿still has the plastic on the screen even.¿ it was further reported the patient would have 2 hours and 40 minutes (mins) before he could get his next bolus and he would get to 4 mins and then it would jump back up to saying he needed to wait an additional 2 hours and 15 mins. The patient had made it all the way down to 1 min remaining and then it would jump back up again. It was noted "people" have told him he probably got a bolus but he just did not see it. The patient was supposed to get a bolus six times a day. The patient was willing to try an antenna to see if that helped with the issue. It was also reported the patient felt like the manufacturer representative (rep) did something to his pump and messed with his medication. It was reported on the morning of (B)(6) 2014 the patient woke up with a lot of pain and the pain was from the lower back down the patient¿s legs. The patient had to sit and stand at certain times to keep legs from swelling. The patient was to see his healthcare provider (hcp) on (B)(6) 2014. It was also noted the patient was in pain because he was unable to get his bolus. The patient had called his hcp office and they told him to calm down because his refill was in december. The patient had an appointment with his hcp on (B)(6) 2014. The patient was to get a hydromorphone prescription on (B)(6) 2014 and still take opiates and ¿was jacked up.¿ it was also reported the patient had lost about 20 pounds within a month or two. It was noted the patient knew his body and thought he would have more mobility and balance issues. It was reported the patient was getting the poor communication message on the new ptm. The patient was able to see 1 hour and 20min on ptm until the next bolus and after that he was getting poor communication and was not sure why he was able to communicate sometimes. The patient was using the new ptm and antenna that was delivered. Troubleshooting was performed, but the patient continued to get poor communication. It was further reported the patient opened up the old ptm from the shipping box and used it and was able to get a bolus. The patient was not sure what was going on with the new ptm. The patient would not send back the old ptm now. The pump was used to deliver prialt. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8835 updated, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that, following a medication adjustment on the morning of (B)(6) 2014, the patient¿s personal therapy manager (ptm) displayed a ¿b with an x¿ when he requested a bolus. No other codes or numbers were displayed. The patient did not know why he was getting the bolus denial icons. The patient¿s boluses were usually every 4-6 hours. It was noted that the patient did see his next refill date of (B)(6) 2014 and the batteries were okay. Two days later, the patient¿s ptm was still not working. The ptm was reportedly adding time to when he was supposed to get a bolus. The patient could not remember the last time he gave himself a bolus. It was noted that the patient had brain trauma and memory issues. The patient was allowed 6 boluses per day with a lockout interval of 4 hours. The patient spoke to his healthcare provider (hcp) about the issues but the hcp did not address the issues, as the patient had a new ptm. It was later reported that the personal therapy manager would show ¿00¿ or ¿zero zero¿ then go to ¿01.¿ it was as if he gained a minute back.